Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded inserter for the g7 straight cup broke at the tip during initial surgery. There was approximately a 1 minute delay due to pulling out the broken piece from the acetabular shell and putting together the curved inserter. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed with product return. Visual inspection confirmed that the threaded tip of the shaft is fractured. Wear rings, discoloration, and surface scratches were observed on both ends of the shaft. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined, however contributing factors would be bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.